Event description:
On (B)(6) 2024, before starting a follow-up, the smarttouch programmer with the 3.16 smartview version installed, was blocked in the screen where the "interrogation" button appears. Specifically, it was not possible to click on the button "interrogation". After restart of the tablet, the problem did no reoccur.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
After reviewing the expert files, the reported behavior could not be confirmed. A blocked screen could be caused, for example, by an issue at the software system component initialization or by the telemetry head not correctly connected. No error of such type has been found in the analysis of the file with the history of the events of the programmer. No recommendation can be made to avoid the occurrence of this behavior. This event is recorded for trending purposes.

Event description:
On (B)(6) 2024, before starting a follow-up, the smarttouch programmer with the 3.16 smartview version installed, was blocked in the screen where the "interrogation" button appears. Specifically, it was not possible to click on the button "interrogation". After restart of the tablet, the problem did not reoccur.